Event description:
It was originally reported that the pt experienced bowel issues. F/u info received from the healthcare professional reported that it was unk if the event could be attributed to the device. The neurostimulator and all components were replaced. No pt injuries were reported.

Manufacturer narrative:
(B)(4).